Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, urethrocele, uterine prolapsed and paravaginal defect. It was also reported that patient had cautery of arterial bleeder and reclosure of vaginal mucosa due to vaginal laceration on (B)(6) 2010, and removal of exposed sling with urinary retention and pelvic pain on (B)(6) 2010 and (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.